Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. Possible causes of device deformity include use of the incorrect size delivery system, anatomical interference, and angulation or kink in the delivery system upon deployment. Information from the field indicated that there were no interactions with cardiac structures, nor were there any angulations nor kinks noted in the delivery system. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Abbott also requested for image of the device/issue which was not provided by the field. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 24mm amplatzer septal occluder was selected for implant. During the implant procedure, while the left disc was being deployed, it kept presenting in a cobra deformation. The device wasn't released from the delivery cable and was replaced with a 22mm amplatzer septal occluder to resolve the event. There was no interaction with cardiac structures or angulation/kink in the delivery system. There were no procedural delay, hemodynamic instability, and adverse patient health consequences. The patient is stable.